Event description:
In endo, the IV tubing was found leaking. Leak is from the upper silicone segment. No patient harm. Set will be sent back for investigation. There was no patient harm and no medical intervention was required. Customer states that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.